Event description:
It was reported that cgm displayed malfunction error and prevented normal sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received guidance for complete pump reset, successfully performed reset without further error messages, and then successfully started new sensor session.